Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion (90 percent stenosis degree) in the moderately tortuous lcx. After predilatation it was decided to use a 6f ez guide catheter as backup. While delivering the orsiro a slight resistance was felt when passing the ez guide catheter. The orsiro was removed and a stent deformation was detected. Another orsiro with same size was used to complete the intervention.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is still well folded and shows no signs of inflation. Stent imprints on the exposed balloon surface indicate that the stent was initially crimped in between the two radiopaque markers. The stent was returned partially re-applied to the delivery system. The stent is severely deformed over its entire length, i.e. Kinked and several struts are bent. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the dynamic stent system is indicated for the treatment of de novo or restenotic atherosclerotic lesions in iliac arteries.